Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Relevant history/admitting diagnosis: status post cardiac arrest.

Event description:
It was reported that the IV infusion pump alarmed causing the rn to assess the situation at bedside. It was found that the device had an onscreen message "accumulated air-in-line reached capacity," and noted that this was the first alarm provided by the device. The IV infusion pump was set-up to infuse valproic acid 1,000mg at 110ml/hr using the device's guardrails program. The total volume of the IV medication prepared by the pharmacy was 110ml. The nurse put 150ml as the total fluid to be administered. Upon inspection, the primary tubing was seen kinked and twisted at the fluid chamber area causing fluid to flow inconsistently distal to the kinked and twisted portion. It was observed that this caused intermittent segments of fluids and air to travel all the way down the tubing. The air in the tubing travelled through the pump segment and all the way down to the roller clamp area. Upon inspection, a pocket of air was noted at insertion point of patient's peripherally inserted central catheter (PICC) line. The device did not give "air-in-line" alarm when the air in the tubing passed the device's air-in-line sensor. There was no patient harm.